Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive was prepared with no issues. Farawave was inserted and aspiration was done as per protocol. A total of 73 applications were done. Physician took farawave out and exchanged with a non-boston scienitific octaray mapping catheter. The octaray was inserted in the faradrive. Aspiration was done and there were a lot of bubbles. It was then noted that there was saline leaking from the valve. Upon aspirating further, no more bubbles were seen. Octaray was used as normal and was later exchanged out for farawave. It was noted that there were more bubbles than usual during aspiration and valve continued to leak saline. Sheath was still used to do touch up ablations, the procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that prior to air bubbles farawave and mapping catheter were inserted in the sheath and air was observed when farawave 31mm was reinserted for touch-up ablations. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was pulled back to the tip of catheter. No other issue has been reported.

Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the internal valve torn on the inner and outer faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive was prepared with no issues. Farawave was inserted and aspiration was done as per protocol. A total of 73 applications were done. Physician took farawave out and exchanged with a non-boston scientific octaray mapping catheter. The octaray was inserted in the faradrive. Aspiration was done and there were a lot of bubbles. It was then noted that there was saline leaking from the valve. Upon aspirating further, no more bubbles were seen. Octaray was used as normal and was later exchanged out for farawave. It was noted that there were more bubbles than usual during aspiration and valve continued to leak saline. Sheath was still used to do touch up ablations, the procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that prior to air bubbles farawave and mapping catheter were inserted in the sheath and air was observed when farawave 31mm was reinserted for touch-up ablations. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was pulled back to the tip of catheter. No other issue has been reported.